Event description:
It was reported that the patient was experiencing pain at the ipg site. The patient underwent a revision procedure wherein the ipg was relocated and replaced. The patient was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.